Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Analyst commented, lead received with the helix was damaged/bent and stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the implantable pacing lead (ipl) tip seemed to be extended under fluoroscopic guidance, and the physician was notified. The ipl tip was rotated by pinch-on tools for retraction, but was not fully retracted under fluoroscopic guidance. The ipl was removed and visual review outside of the patient's anatomy revealed the tip was not fully retracted. Though the tip was rotated outside of the patient body, the screw was not fully retracted. It was also reported that the tip was not fully retracted because the screw was repeatedly extracted and retracted several times, but the extracted screw was unable to be retracted due to torque during handling of the lead. The ipg was replaced with a different lead. No patient complications have been reported as a result of this event.